Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had experienced high blood glucose level was 7 mmol/l. The customer mentioned symptoms such as thirst, head feels wooly. The customer treated with pens. Customer's current blood glucose value was 11 mmol/l and the blood glucose was 20 mmol/l at the time of incident. Troubleshooting was performed. The customer went by ambulance treated as day patient and was hospitalized on (B)(6) 2018 at 1 pm. The blood glucose value when admitted to hospital was 16 mmol/l. The customer complained about hyperglycemia and ketones. Customer wearing the pump at time of hospitalization. Drive support cap appears normal. Customer alleges pump is under delivering as blood glucose continue to be high and uses pens. Customer declined to perform the high pressure test. The product was not returned for analysis.